Event description:
It was reported, the pt felt a heating sensation at the ipg pocket while charging. The issue would start after 30 minutes of charging. The pt was advised to charge more frequently, and for less amounts of time. The pt was also to try using a spacer between the antenna and the skin.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.